Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. It was reported that upon removal of the sensor pod, the sensor wire was missing. The following day, the patient had pain in the area. She went to urgent care where a diagnostic x-ray determined that the wire remained in her skin. She consulted a surgeon and surgery was scheduled for (B)(6) 2021 but had not occurred. On (B)(6) 2021, the patient confirmed that the sensor wire was successfully removed via surgery on (B)(6) 2021 and she was fine. She received an unspecified pain medication after surgery. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgery. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.